Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4) product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 90-190mg/dl fasting. Verified test strips expire 10/29/2017. Customer's test strips are being stored in the kitchen and opened vial date (B)(6) 2015. Reviewed meter memory (B)(6).